Manufacturer narrative:
Manufacturer found the device was implanted post use before date. Concomitant medical products: product ID: 3387s-40, lot# v865879, implanted: (B)(6) 2012, product type: lead. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID :37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type :extension. Product ID: 3387s-40, lot# v865879, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).